Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The device is failing it's battery insertion tests and has no voice prompts. There was no negative patient impact.